Event description:
Customer reported while the alarm and sensor were in use with a patient, the patient got out of the bed and the alarm did not sound. The patient fell and broke her arm and is currently in a splint. The customer also reported the date on the sensor reads (B)(6) 2012 yet the sensor was only put into use on (B)(6) 2014. Customer confirmed the alarm and sensor was tested prior to use. The customer tested the alarm afterwards with a known working sensor and the alarm sounds when weight is off the sensor, they tested the sensor in use with a known working alarm and when weight is off the sensor there was no alarm sound. The patient is recovering in the hosp.

Manufacturer narrative:
Evaluation codes: results: evaluation of the returned products did not confirm the reported issue. The customer's alarm and sensor were tested together and it was found that the alarm sounds when weight is removed from the sensor pad (as expected). The alarm also sounds when weight is applied to the sensor (not expected). The customer's alarm was tested with a known good test sensor and the alarm sounded when weight was removed from the sensor (as expected). The customer's sensor was tested with a known good test alarm and the alarm sounds when weight is off the sensor (as expected) and alarm sounds when weight is on the sensor (not expected). The sensor was inspected and found to have a broken wire inside the pad which is constantly sending a signal to the alarm when plugged into the alarm's sensor receptacle. There are multiple creases on the sensor pad. These findings do not confirm the reported issue that the alarm did not sound when the patient got up off the sensor. However, this report is being made based on the reported injury. (B)(4).